Event description:
Saline breast implants. I had a breast implants in 2005 and have had the following complications and illness: hair loss, weight gain, dry red eyes, joint pain, dry skin, alcohol intolerance, shortness of breath, allergies, feel like fluid is in my lungs. Trouble sleeping, peeing constantly, yeast infections. Diagnosed with lupus and ovarian cyst. I was healthy (B)(6) y/o before implants, now I feel like I'm aging each day. FDA safety report ID# (B)(4).